Manufacturer narrative:
No product was returned.

Event description:
It was reported that the switch was not working.

Manufacturer narrative:
Other, other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a cracked water tank cover, faded line cord, and corroded drain fitting. The micro switch and the on/off switch worked, during functional testing. The reported problem was not duplicated. The complaint is not confirmed. D5 and e4 are unknown, no information provided to date., corrected data: UDI details were not documented in the initial report.